Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 occurred upon powering the device on thereby confirming the symptom. Review of the event history log confirms this condition as well. The issue was determined to have been caused by a seized motor. The motor assembly was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no patient involvement.